Manufacturer narrative:
Investigation: customer returned (1) loose 1cc, 12.7mm syringe. Customer states that the hub was melting. The returned syringe was examined and exhibited a damaged barrel tip. Unable to perform DHR check for hub damaged due to unknown lot number. The cannula and adhesive are applied at the cannulator before being cured in an uv oven at the pils line. The cannula is inserted in the barrel tip cannula well before a pull out device slides the cannula out so adhesive can be applied. Unable to determine the root cause of the excessive adhesive on the barrel tip.

Event description:
It was reported that the syringe 1.0ml 29ga 1/2in 7bag 420cas jp experienced a molding defects with short shots on the barrel which was noted prior to use. The following information was provided by the initial reporter: when removed the shield, the hub was melting.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 1.0ml 29ga 1/2in 7bag 420cas (B)(6) experienced a molding defects with short shots on the barrel which was noted prior to use. The following information was provided by the initial reporter: when removed the shield, the hub was melting.